Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, the procedure was successfully completed. The patient experienced urinary retention and a foley catheter was placed to treat the patient. During a follow-up visit on (B)(6) 2009, the patient presented with pain and dyspareunia. The pain was described as 70/100 on a visual analog scale.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).